Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; (B)(4).

Event description:
It was reported that the stylus pen on the programmer was not working, and it was noted that it had been changed out. It was further reported that if the car the programmer is transported in gets too hot, the programmer will not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stylus pen on the programmer was not working, and it was noted that it had been changed out. It was further reported that if the car the programmer is transported in gets too hot, the programmer will not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm that the stylus pen was not working, however a screw was found moving freely inside the device which could have caused a short on the board affecting operation of the stylus. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.